Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached from its pusher assembly. Evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly, and the pull wire was retracted from the distal end of the pusher assembly. This typically occurs during a successful detachment attempt. If the pet lock is inadvertently separated during manipulation of the device, the pull wire may retract out of the pusher assembly distal tip causing the embolization coil to detach from its pusher assembly. Based on the reported complaint, the root cause of the pet lock separating could not be determined. The embolization coil was not returned for evaluation. Further evaluation revealed multiple kinks along the length of the pusher assembly. This damage was likely incidental to the complaint and may have occurred during packaging of the device for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing an embolization procedure in the splenic artery using a pod coil and a lantern delivery microcatheter (lantern). During the procedure, while positioning the lantern with the pod coil, the pod coil unintentionally detached in the target location. Due to the pod coil being fully within the target location, no further intervention was required. The procedure was completed with an additional non-penumbra coil. There was no report of an adverse event to the patient.